Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a green particle was found inside of a homechoice automated pd set with cassette. This was observed after peritoneal dialysis therapy and after disassembly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, but a photo of the homechoice cassette was provided for evaluation. The visual inspection of the photo noted a green color particulate matter inside of the welded cassette portion of the set. The reported event was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.